Manufacturer narrative:
The valve was reportedly explanted due to aortic regurgitation roughly 2 years after the patient was treated for infective endocarditis. Leaflets 1 and 3 were torn. All 3 leaflets were fibrotically thickened and contained fibrous pannus ingrowth on their inflow surfaces. Leaflets 1 and 3 also contained fibrous pannus ingrowth on their outflow surfaces, which extended to their free-edge and pinned folded leaflet tissue, which created incomplete coaptation. No acute inflammation or significant calcifications were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The pannus noted on the inflow and outflow surfaces had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. The aortic insufficiency is likely a consequence of the observed leaflet tears and folded leaflet tissue, which created incomplete coaptation.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, a 23mm trifecta gt was implanted. The patient was diagnosed with infective endocarditis (ie) in the beginning of 2017 and medication was prescribed. Since 2019, the patient has complained of shortness of breath during exertion. Aortic regurgitation (ar) was observed the valve was explanted and replaced on (B)(6) 2019. Another 23mm trifecta gt valve was successfully implanted. No patient consequences were reported.